Event description:
Customer reported a past low blood glucose event, with the lowest level recorded at 50 mg/dl. Customer consumed carbohydrates to address the low glucose. Customer was advised to consult with their healthcare provider to discuss factors potentially affecting their blood glucose levels.